Event description:
It was reported that while stimulation was turned on, the implantable neurostimulator (ins) was not working right. The patient was not feeling any stimulation so she increased stimulation, but still did not feel any stimulation after increasing stimulation. The patient used to feel a pulsating feeling and now all she felt was on her right side of her vagina, like a rope pulling , a pulling sensation, kind of like a muscle pulling. The patient had already spoken with her healthcare provider (hcp). No outcome or interventions were reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qdw5, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(6), product type: programmer, patient. (B)(4).